Event description:
It was reported to a physio-control service representative that the customer's device caught fire on the inside of the device. The hospital staff disconnected the device from the ac power supply and extinguished the fire with water. The fire burned a hole in the case of the device. The device was no longer functional after this reported fire. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). A third-party service agent has evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. However, physio-control was unable to determine why the device burned. The system pcb assembly and connecting wiring have burned in the device but the internal damage was too severe to be able to determine a root cause. The ac auxiliary power supply assembly would not turn on but a cause could not be determined. The main ac fuses were intact and there were no burned components in the ac auxiliary power supply assembly. No arc marks were observed on the interconnect cable connector assembly to indicate improper cable insertion. The cable was not returned to physio-control for evaluation. It is unknown whether the device or the auxiliary power supply assembly caused the damage to occur.